Event description:
As reported through the partner ii clinical trial, during a transfemoral transaortic valve implant (tavi) procedure there was peri-procedural retroperitoneal bleeding with associated hypotension. The bleeding was resolved with balloon tamponade and blood transfusion (4 units).

Manufacturer narrative:
Additional investigation revealed that the patient's minimal access vessel diameter was 7.7mm. There was no report of difficulty inserting or withdrawing the sheath. The device history record (DHR) review of the affected sheath shows the device met specifications prior to distribution of the device. Per the instructions for use (IFU), hemorrhage (bleeding) requiring treatment is a potential adverse event associated with the aortic valve replacement procedure and use of the transfemoral sheath. According to the literature, retroperitoneal bleed is a rare complication of coronary/cardiac interventional procedures. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. Although the exact cause for the reported event cannot be confirmed, per report, there was no device malfunction. The most likely cause for the retroperitoneal bleed is procedural factors. Of note, the minimum required vessel diameter for the 24fr sheath is 8.0mm. In this case the minimal access vessel diameter was 7.7mm, however, the diameter of the vessel at the level of the bleed is unknown. No further actions are possible at this time.